Event description:
During a carotid stenting procedure, the pt became hypotensive and complained of headaches. The pt was unable to move her left arm after the balloon and angioguard were removed. The pt was diagnosed with an ischemic stroke. The pt was a female with medical history including positive cardiac stress test, known coronary artery disease and CABG coronary artery bypass (grafting). The target lesion was right carotid artery described as severely tortuous, ulcerated, eccentric and 80% stenotic. Access was made in the common femoral artery. A shuttle sheath was advanced into the common carotid artery. After a selective angiogram was performed, an angioguard filter wire was advanced to the lesion. There was some difficulty advancing the device due to the tortuousity of the vessel. The physician was unable to cross the lesion with the angioguard and the pt became hypotensive, this was treated with neo-synephrine IV and the blood pressure returned to base line values. A second angioguard was advanced with the same result. A third angioguard was placed with minimal difficulty. The lesion was pre-dilated 4 mm aviator balloon. A precise stent was placed and a 5 mm aviator balloon was used for post dilation. At this point, the pt complained of headaches. The balloon was removed and the headache resolved. Another 4mm aviator balloon was used for additional post-dilation. During inflation of this balloon, the pt again complained of headache and then was unable to follow commands. The balloon and the filter were removed; at this time, the pt was unable to move her left arm. The pt had neurological deficits when discharged from the angio suite and was diagnosed with an ischemic stroke.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of four involved with this event which is associated with mfg. Report# 1016427-2008-00188, 9610978-2008-00165, 9616099-2008-01679, and 1016427-2008-00189.